Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the video function did not work properly due to insufficient cleaning of the connector. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿[troubleshooting guide] wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies the issue was noted before procedure was initiated. As a third room was available, the customer was able to switch everything over very quickly. There was no patient at the time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (identified via b5, d10, and directly below). Please refer to the following sections for the new information: h10, d concomitant medical products. The issue was resolved. Customer education was done onsite for this type of issue. The device was properly degreased and cleaned using the connectors of the evis exera iii xenon light source with the cleaning tool kit maj-2087 (light source socket cleaning kit). If additional / applicable information is obtained, a future report will be submitted.

Event description:
The customer reported to olympus, the evis exera iii xenon light source could not detect the 190 series endoscopes. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.